Event description:
The affiliate reported that the patient had a shunting procedure done. After the implantation, it was noted that patient's ventricles became enlarged. The surgeon adjusted the pressure but the patient returned with the same issue. As a result, the pressure was readjusted again and the ventricles became small. The patient now has induced epilepsy. Device remains implanted.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. F at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4) 2014 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.

Event description:
The patient did the ventriculoperitoneal shunting procedure in (B)(6) 2012, and used 823832. After 3 month, the ventricle became big under CT, the surgeon adjusted the pressure twice, 150 mmh2o and 130 mmh2o during (B)(6) 2012. In (B)(6) 2013, the patient was disease recurrence, the ventricle became big. Then the surgeon adjusted the pressure again, 110 mmh2o. In (B)(6) of this year, the disease was progression, the ventricle became small. Then the surgeon adjusted the pressure to 130 mmh2o. Now patient was induced epilepsy. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.